Event description:
It was reported that this non-boston scientific lead exhibited low out of range pacing impedance measurements. Due to this a lead safety switch occurred. Evaluation of the system was performed no anomalies were observed. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).